Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. An imaging review was completed by an edwards¿s physician and the findings are as follows: procedural cine: · heavily calcified leaflets, safari wire used, mechanical valve in mitral position · 1st bav not effective as balloon moved aortic · 2nd bav same · 3rd bav effective, no contrast injection · undeployed valve in good position, centered and coaxial · during valve inflation, delivery system is moved forward (towards ventricle) · ds is pulled back (aortic) while balloon is still inflated · 1st valve appears not fully expanded and is too ventricular · pvl seen after 1st valve deployment · viv done well. Impressions: tee and pre-op CT not provided. During valve implant, too much forward pressure is seen causing the valve to deploy too ventricular. Prior to complete inflation, delivery system is pulled back (aortic), apparently to compensate for the initial malposition. This maneuver is not recommended per physician training and is a high risk for valve embolization. There was no movement of valve on balloon as the valve was always positioned between the markers. The delivery system balloon inflated normal as the xt inflates distally. In conclusion there was an intentional movement towards the lv between the initial position and the half inflation of the balloon (see the mitral ring as marker) that is not related to the balloon but to the ds management. Pvl seen post 1st valve implant due to valve not fully expand and calcification. Post viv, 1+ pvl still seen. In this case, the cause of the malposition was related to device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the malposition is unknown; however, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 26mm sapien xt valve implant by tf approach in aortic position. When the valve was deployed it looked like the delivery device slipped towards the ventricle resulting in a very low deployment. A second valve was prepped and deployed a little higher using the same method with a good result and the patient was stable at the end of the procedure.